Manufacturer narrative:
Evaluation to be completed upon receipt of the product. A follow up report will be submitted at a later date.

Event description:
The end user alleges he was driving the unit when smoke started to come out of the rear of the unit and the wires attached to the joystick started to melt damaging the armrest and seat. No injury reported.